Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported, and the device remains in service. Additional information was received indicating that this pacemaker system exhibited noise as well as variable impedances in the right atrial (ra) lead channel. Ts noted this was a non-boston scientific lead and there was a suspected insulation damage. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the cause of the impedance and noise observations was a fractured non-boston scientific lead. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported, and the device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported, and the device remains in service. Additional information was received indicating that this pacemaker system exhibited noise as well as variable impedances in the right atrial (ra) lead channel. Ts noted this was a non-boston scientific lead and there was a suspected insulation damage. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported, and the device remains in service. Additional information was received indicating that this pacemaker system exhibited noise as well as variable impedances in the right atrial (ra) lead channel. Ts noted this was a non-boston scientific lead and there was a suspected insulation damage. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the cause of the impedance and noise observations was a fractured non-boston scientific lead. No adverse patient effects were reported. This device remains in service.